Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/20/25 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2025. On (B)(6) 2025, the user's daughter noticed that the infusion set was improperly attached, causing the user's bg to rise above 400 mg/dl. Despite replacing the supplies, bg remained high, and the user's daughter called 911. The user was taken to the ER where bg reached over 600 mg/dl and stayed elevated for over 10 hours. The user did not use backup therapy, did not test ketones, and did not receive insulin from paramedics, who advised the user to drive to the hospital. The user experienced shortness of breath and aches. The user was using the convatec contact detach (23", 6mm) infusion set. Upon hospital admission, bg was over 800 mg/dl, and the user was placed on an insulin drip. Despite proper tubing priming and site insertion, bg remained high while the user was on the insulin drip. On (B)(6) 2025, the user was switched to multiple daily injections (mdi) for bg management. The user's daughter inquired about discrepancies between the bg readings from the ilet and the dexcom g7 continuous glucose monitor (cgm), noting that the ilet showed "high" while a blood glucose meter reading was 346 mg/dl. On (B)(6) 2025, the user was moved out of the ICU, and the diabetes educator assisted in preparing the user to restart the ilet. By (B)(6) 2025, the user's bg reading was 156 mg/dl via fingerstick and 230 mg/dl via cgm, with further calibration of the dexcom g7 sensor recommended. The user plans to resume using the ilet after discharge.